Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot was unable to align for cuts. When we would press the trigger the arm would drop. We had to go manual on the femur. Surgical delay yes -16-30 minutes. Case type: tka.

Event description:
Robot was unable to align for cuts. When we would press the trigger the arm would drop. We had to go manual on the femur. Surgical delay yes -16-30 minutes. Case type: tka.

Manufacturer narrative:
An event regarding the robotic arm dropping out of haptics during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 096 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding the robotic arm dropping out of haptics. There was one other reported event for the listed catalog number (pr1916543). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.